Event description:
During colostomy take down, when surgeon was positioning the ethicon curved cutter stapler, he had manually advanced the manual retaining pin, but then wanted to retract it to reposition the device, but the pin would not retract. The decision was made not to fire the device and it was replaced. Device and packaging saved to send to materials management (mm) to return to manufacturer.